Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the soltive¿ superpulsed laser fiber sparked and caught fire at the junction point between the fiber and the connection end. It was noted that the nurse may have caught or hit the device when reaching over to change fluids. It may have led to the device breaking. The intended procedure was related to a bladder stone and was completed without issues. It issue occurred during use and was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to e2 and e3. Please see updates to d4, d8, e2, e3, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed, post-market pouch. The entire fiber body has been separated from the proximal end and the fiber body has not been returned. The proximal handle has signs of burning / melting at the strain relief. The rest of the proximal handle appears to have minimal physical defects and the proximal cap is on. Additionally, it was confirmed that the fiber broke and burnt at the strain relief and the strain relief was melted. The fiber was not provided with connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fiber caught on fire at the connector and broke due to the customer catching or hitting the device when reaching over to change fluids. The final root cause of this event was unable to be identified. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.